Manufacturer narrative:
Correction: this complaint will be cancelled as a duplicate complaint. It was already reported under MDR# 9616066-2020-01103.

Event description:
It was reported that pca kit asv microbore cv was cracked and leaked. The following information was provided by the initial reporter: material #: 10800175 batch #: 19036752. It was reported a leakage from cracked female luer wall.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pca kit asv microbore cv was cracked and leaked. The following information was provided by the initial reporter: material #: 10800175, batch #: 19036752. It was reported a leakage from cracked female luer wall.